Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic surgical instrument tissue pad melted during use in a therapeutic gastrointestinal surgery. There were no reports of patient harm. Nothing fell off the device. The procedure was completed with another similar device.